Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2017, the customer reported that the bg level dropped to 153 mg/dl. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 418 mg/dl. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. The customer declined to remove the infusion set site, but thought it was okay. The customer then thought that the high bg may be due to stress. The customer was confident that the pump was functioning as expected. The customer declined tandem technical support's offer to troubleshoot.